Manufacturer narrative:
As reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) ruptured during pullback. A second device (unknown) was able to be deployed successfully. There was no reported patient injury. There was no calcium visible under groin angiogram. The operator was trained to use the device. The mynx vcd was prepped according to IFU instructions. The balloon lost pressure. The device was purged of air during prep. There was no scar tissue present in the vicinity of the puncture site. The patient recovered after the event. The device was stored as per labeling. The device was returned for analysis. A non-sterile mynxgrip vascular closure device 6f-7f was returned for investigation. Per visual analysis, the device showed that the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock closed. The advancer tube was on the catheter shaft, and the sealant was observed abutted to the advancer tube¿s distal end as received. The procedural sheath was not returned with the device. Per functional analysis, leak testing was performed on the balloon and revealed a leak in the balloon. Per microscopic analysis, visual inspection under high magnification revealed a longitudinal tear in the balloon, approximately 3 mm from the balloon proximal neck. A product history record (phr) review of lot f2111602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during the analysis of the returned device. The cause of the balloon loss of pressure was a longitudinal tear in the balloon. The exact cause of the reported event could not be conclusively be determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). According to the instructions for use (IFU) which is not intended as a mitigation of risk, it instructs users to inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. The IFU also instruct the user to confirm via femoral arteriogram or venogram that there is no evidence of significant peripheral vascular disease in the vicinity of the puncture. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
As reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) ruptured during pullback. A second device (unknown) was able to be deployed successfully. There was no reported patient injury. There was no calcium visible under groin angiogram. The operator was trained to use the device. The mynx vcd was prepped according to IFU instructions. The balloon lost pressure. The device was purged of air during prep. There was no scar tissue present in the vicinity of the puncture site. The patient recovered after the event. The device was stored as per labeling. The product was not returned for analysis. A product history record (phr) review of lot f2111602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as device preparation, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it instructs users to inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device is not available for testing and evaluation. A review of the manufacturing documentation associated with this lot# f2111602 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) ruptured during pullback. A second device (unknown) was able to be deployed successfully. There was no reported patient injury. There was no calcium visible under groin angiogram. The operator was trained to use the device. The mynx vcd was prepped according to IFU instructions. The balloon lost pressure. The device was purged of air during prep. There was no scar tissue present in the vicinity of the puncture site. The patient recovered after the event.the device was stored as per labeling. The device will be returned for evaluation.